Event description:
Additional information provided: the user utilized another similar device to complete the procedure.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation in the closed position. The sheath was damaged with 5 cm of the coil exposed, a severe kink in the catheter 1.5 cm from the distal tip, and the catheter was severed at nose of the mlla (male luer lock adapter). A review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened. The sheath was damaged, with a kink near the distal end and the proximal end near the handle separated. The sheath damage was preventing the basket from opening. All devices are inspected for damage and functionality during manufacturing and quality control checks. It is possible the device was inadvertently damaged during handling before use, but that could not be confirmed. A likely cause for the damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Prior to transurethral cystoscope lithotripsy, the user discovered that the basket on the ncircle tipless stone extractor could not be opened. Due to this malfunction the ncircle tipless stone extractor was not used on the patient. The observation was made prior to patient contact. No adverse effects have been reported due to this product malfunction. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.